Manufacturer narrative:
Citation: spaziano m et al. Transcatheter aortic valve replacement in the catheterization laboratory versus hybrid operating room: insights from the france tavi registry. Jacc cardiovasc interv. 2018 nov 12; 11 (21): 2195-2203. Doi: 10.1016/j.jcin.2018.06.043. Epub 2018 nov 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of patients undergoing transcatheter aortic valve replacement (tavr) in a catheterization laboratory in comparison to those undergoing tavr in a hybrid operating room. All data were collected from multiple centers between january 2013 and december 2015. The study population included 12,121 patients (predominantly female; mean age 82 years), 4,289 of which were either implanted with a medtronic evolut r bioprosthetic valve or a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, the 30-day mortality rate was 4.8%. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, second valve implantation, conversion to surgical aortic valve replacement or other emergent surgery, valve migration/embolization, tamponade, annulus rupture, aortic dissection, coronary obstruction, stroke, myocardial infarction, infection, paravalvular regurgitation (greater than mild), major vascular complications/bleeding, and elevated mean gradients (greater than 20 mm hg). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.